Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 329 mg/dl at the time of incident. The customer also reported receiving no delivery alarms on the insulin pump. The customer stated they have changed the infusion set. Customer reported treated their blood glucose with the insulin pump. Troubleshooting for the insulin pump found the customer had an air bubble in their tubing. It was also found the customer's settings were accurate. The insulin pump also passed a high pressure test during troubleshooting. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.